Manufacturer narrative:
Unknown event date between (B)(6) 2020. Complainant part is not expected to be returned for manufacturer review / investigation. Investigation summary: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: part number: sd800.433, lot number: 62p6804, manufacturing site: (B)(4), release to warehouse date: 13 jul 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient specific implant (psi) peek revision was performed (B)(6) 2020 due to infection. The psi peek, three (3) plates, and twelve (12) screws were removed from the patient. It was noted pus was in the space where the implant was placed three weeks ago on (B)(6) 2020. The psi implant was left in custody of the sterilization center to be sterilized along with three plates to be re-implanted after the infection clears. All screws were discarded. This is report 1 of 10 for (B)(4). (B)(4) capture the post op event due to infection, while (B)(4) captures the intra op event which involved two broken screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.